Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia on (B)(6) 2025 and patient was then admitted to intensive care unit (ICU). Patient got treated with intravenous (IV) and fluids of saline and insulin, and potassium. Blood glucose level was 339 mg/dl at the time of the event and was caused by crimped cannula. The patient also took bolus via pump to resolve blood glucose issue. Patient has not been released yet. No further information available.